Manufacturer narrative:
Investigation: the device history record was reviewed for this lot. There were no issues noted that would have contributed to the elevated wbc count. The run data file was analyzed for this event. There were no alerts generated or operator flow adjustments made throughout the procedure. The procedure completed with rinseback at 87 minutes. Following donor disconnect, 273ml of pas was automatically added to the platelet product bags. The end of run summary reported a platelet product yield and volume (including pas) of 5.9e11/455ml and a plasma product volume of 528ml. Both the platelet and plasma products could be labeled as leukoreduced with no product verification messages shown. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. The provided measured platelet product yield was reported to be 36% higher than the targeted platelet yield. When greater than 100% of the targeted platelet yield is achieved, a higher platelet concentration than configured is also achieved. The target platelet concentration for this site is 3250plts/ul before platelet additive solution (pas) addition; therefore, when 36% more is collected, a concentration of about 4400plts/ul is achieved. If the platelet concentration is configured greater than 4200plts/ul, the trima will automatically flag for the ¿platelet concentration too high¿ wbc verification reason due to higher chances of exceeding the lrs chamber holding capacity. Thus, when the platelet concentration exceeds 4200plts/ul before pas addition, wbc contamination risks are increased. It is also possible, though not conclusive, the small white clamps on the loop lines may not have been fully occluding the lines during pas addition, the pas frangible may not have been completely broken or may have reseated, or the pas filter may not have been properly primed. These events could lead to contamination being pulled from the channel into the platelet product during pas addition.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.